Event description:
The patient developed ICD pocket swelling. Cultures revealed (B)(6). This device was explanted. All records indicate that the associated leads remain actively implanted. Should additional information become available, this event will be updated.